Manufacturer narrative:
Product ID 309328, lot# b0414493k, implanted: 2006-(B)(6), product type lead, product ID 30951036, serial# (B)(4), implanted: 2006-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead, implanted: 2004 (B)(6); product type lead product ID 30951036, serial# (B)(4), implanted: 2004 (B)(6); product type extension.

Event description:
It was reported that electrode 3 was not working. It was noted that this resolved.